Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 30 mg/dl and high blood glucose level of 300 mg/dl. The customer was treated with insulin pump for high blood glucose and with food and glucose tablets for low blood glucose. Customer did not report symptoms related to low blood glucose. Troubleshooting was declined by the customer. The insulin pump will not be returned for analysis.